Event description:
The patient reported that they were outside sweating a lot and the first v-go they applied fell off. The patient cleaned their skin with water and alcohol, waited for it to dry, and applied a second v-go which did not apply to their skin. The patient cleaned their skin again and a third v-go was applied which stuck correctly. It was reported that the two v-go were available for return to the manufacturer for evaluation. However, to date, have not been received.

Manufacturer narrative:
Additional information: patient returned call on (B)(6) 2024 regarding device return availability and advised that no device is available for return because they have been discarded.